Event description:
A pt reported blood glucosed results of 200 mg/dl with a lifescan meter and 102 mg/dl on a laboratory device, performed within 5 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.